Manufacturer narrative:
Follow-up # 1 - 1/19/2015, device evaluation: the lay user/patients meter has been returned on 1/8/2015 and further evaluated by lifescan product analysis on 1/12/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch ping meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred at 8pm on (B)(6) 2014. At this time the patient obtained subject meter readings of ¿187 and 124mg/dl¿ within 20 minutes of each other. The patient stated that they manage their diabetes with ¿1000mg metformin¿ but this can vary depending on subject meter results. The patient denied making any changes to their regular diabetes management routine as a result of the alleged product issue. ¿30-45 minutes¿ after the issue began the patient experienced ¿blurry vision, confusion and shaking¿. The patient denied requiring any form of medical treatment as a result of these symptoms. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The results which were obtained were obtained less than 20 minutes from each other, and the calculated difference of these glucose results exceeds lfs¿s criteria for precision this complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.